Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Litigation papers allege the pt has been caused to undergo extensive pain and discomfort, suffer from complications that were a result of dislocation of the hip prosthesis, and caused to undergo painful corrective surgeries in order to remove the device.

Manufacturer narrative:
Update: (B)(6) 2012, patient fact sheet form was received which identified part/lot information. There was no new information that would change the outcome of the investigation.